Event description:
Drill broke in use while putting screws in pinnacle cup, leaving section in pt. Cup had to be removed to retrieve missing piece. Delay approx. 20 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.